Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic pericardial valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to aortic stenosis. The implant duration of the disabled 23mm valve at the time of the valve-in-valve procedure was approximately eleven (11) years. Both devices remain implanted. The patient was reported to be stable.